Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The insulin pump passed rewind test, prime/seating test and basic occlusion test. However the displacement test failed and pump error alarmed during force sensor test due to moisture damage on motor assembly. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and corrosion on force sensor assembly.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was unknown. Assisted customer in performing with self-test. Test was passed. Customer stated that they were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.